Event description:
Pt complex medical problems, had complete heart block. Pt had a pacer placed at that time. In follow-up, pt had intermittent loss of ventricular capture. Pt was then brought back for pacer revision. The ventricular lead had unacceptable thresholds and was extracted. A new lead was placed with good thresholds.